Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the smart device showed a transmitter failed error. No additional patient or event information is available. No product was provided for evaluation. Data was received for evaluation but does not reflect the full date range of issue. A root cause could not be determined via data.